Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, it was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, the stylet could not be inserted all the way. A new lead was used successfully. No patient complications were reported as a result of this event.